Manufacturer narrative:
Evaluation summary: the sample was not returned for evaluation; the lens remains implanted. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and mail. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported having double vision, being unable to see to read music, and dry eye syndrome after having cataract surgery with intraocular lens (iol) implants in both eyes. She was sent to a neuro-ophthalmologist for a consult. There are two manufacturer reports associated with these events. This is the file for the right eye.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received reporting the lens was exchanged.